Manufacturer narrative:
Product evaluation: the indigo handpiece was received in service and repair in cosmetically good condition. The report of overheating could not be confirmed or reproduced. Ambient temperature recorded as 85 f. Pre-repair temperatures found that after running the device for 1 minute the temperatures were: t1 ¿ 92 f, and, t2 ¿ 89 f. The indigo runs according to specs no strange noises, no deviations found. The indigo has been successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: analysis results are not available; evaluation expected but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reports that the indigo handpiece was "getting warm". There was no reported patient impact.